Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000154416

Event description:
It was reported patient was unable to enter MRI mode due to an invalid impedance. Investigation was unable to determine which lead was attributed to the issue. Surgical intervention was undertaken wherein the scs system was explanted to address the issue.